Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on 20jan25 and ¿while the clamp was placed, they encountered a significant amount of bleeding. Blood entered the airseal tube set, and the fluid ingress warning appeared. The tube set was not changed and the unit shut down. Surgeon converted to open.¿. It was further reported that the blood entered the airseal tube set as "...they got into heavy bleeding and were using excessive suction.". When the airseal fluid ingress warning appeared the tubeset was not changed out "...as they started receiving error codes, they were on clamp and trying to manage bleeding so possibly due to multiple things going on. They ultimately converted to open instead of swapping the tube set.". The ias12-120lpi and asm-evac1 will be listed as concomitant devices and there were no allegations against them. This report is being raised on the basis of death related to a device being used during a procedure without any report of a malfunction.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The ias12-120lpi and asm-evac1 devices were not returned for evaluation. As-ifs1: the preventative maintenance was overdue and additional problems were found. The compressor valve erred. The high-pressure sensor failed. The compressor was refurbished. The unit also presented physical damage with a cracked bezel, and housing damage. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 and ¿while the clamp was placed, they encountered a significant amount of bleeding. Blood entered the airseal tube set, and the fluid ingress warning appeared. The tube set was not changed and the unit shut down. Surgeon converted to open.¿ it was further reported that the blood entered the airseal tube set as "...they got into heavy bleeding and were using excessive suction." When the airseal fluid ingress warning appeared the tubeset was not changed out "...as they started receiving error codes, they were on clamp and trying to manage bleeding so possibly due to multiple things going on. They ultimately converted to open instead of swapping the tube set." The ias12-120lpi and asm-evac1 will be listed as concomitant devices and there were no allegations against them. This report is being raised on the basis of death related to a device being used during a procedure, without any report of a malfunction, where the patient experienced heavy bleeding and expired.